Manufacturer narrative:
(B)(4).

Event description:
It was reported that "tube inserted. Impossible to take off the connector, to connect suction system to the tube. Decided to cut this part from the tube, only this part was to small for the connector. Took a smaller connector, but this fitted with difficulty." No patient injury or consequence reported, no medical intervention required. The patient's status is reported as "fine."